Event description:
While the md was removing the guidewire from the lumbar drain itself after insertion, the guide wire began to unravel and tore a hole in the catheter. The threads became stuck in the end of the catheter and the end was trimmed off so the drain could be connected to its reservoir.